Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The occlusion events caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor indicating a "high" reading. To address the high blood glucose, the customer administered a correction injection via multiple daily injections and resumed insulin use. Reportedly, the customer continued to use the pump for insulin therapy.